Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd injector luer lock n35c bns safety sleeve was broken. The following information was provided by the initial reporter: it was reported that the needle became exposed when removing the 515568-zat from the spike during use. Due to potential contamination with anticancer drugs, we will send it to konoike medical today, december 26th.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up report for correction. This complaint was determined to be not reportable after further review. MDR submission void.